Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced the hyperglycemia. Customer's blood glucose level was over 400 mg/dl and closer to the 500 mg/dl. Customer was not admitted to the hospital and did not experienced the any symptoms related to the high blood glucose. Customer was treated with the manual injection and the insulin pump. Customer declined the troubleshot for the high blood glucose. Customer stated that cannula was bent and declined the troubleshot for the bent cannula. The insulin pump will not be returned for analyses.